Event description:
A customer reported that while changing from fluid to air, no air entered the eye during a vitrectomy procedure. After a 10 minute delay, the customer injected air manually with a syringe to complete the procedure with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for eval. A root cause has not been identified. (B)(4).